Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical supervisor (cs) called to notify (B)(4) of a ruptured intra-aortic balloon (iab). The patient is a (B)(6) male who presented to the cardiac cath lab (ccl) on (B)(6) 2014 with chest pain. The catheterization revealed multi-vessel disease and a 40 cc iab was inserted via a sheath into the patient's femoral artery. Coronary artery bypass graft (CABG) surgery was planned for (B)(6) 2014, but the patient developed acute pulmonary edema that morning and required emergent intubation. Surgery was cancelled. The cs told the clinical support specialist (css) that the patient was documented peripheral vascular disease (pvd). The cs said the plan was to treat patient medically at this time. According to the cs, the rn caring for the patient reported a helium loss alarm today at 5:20 am (pdt) and blood was noted in the helium driveline tubing. The iab was removed at 5:45 am (pdt). There is no plan to reinsert an iab ta this time due to the cancellation of surgery. The patient is currently in "stable" condition. The cs stated she was sending the intra-aortic balloon pump (iabp) to biomed to be checked; however, no blood entered the console through the driveline tubing. The css requested that the iab be saved for return. The cs has no further questions at this time. It was noted that the iabp used for this patient was iap-0500, serial number (B)(4).